Event description:
It was reported that a patient was implanted a minican ptl thd screw 3.5 on (B)(6) 2014 on the right foot. It was reported that a follow up examination was performed due to complaints of the patient and that a breakage of the screw was discovered. It was reported that a revision surgery was performed in order to rectify the loss of correction. The exact time of the breakage and the date of the revision surgery are unknown.

Manufacturer narrative:
The manufacturer did not receive explanted devices for review. Two x-rays pictures were received and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
The manufacturer received the device for investigation on august 19, 2015. A investigation of the device was performed. Compatibility check: the compatibility check showed that the product combination was approved by zimmer (B)(4). Devices analysis: the broken screw, a plate (weber plantar lap plt 3 mm ti; ref# 28.01.603; lot# 14023) and 4 more screws (ref# unknown, lot# unknown) were returned for investigation. The visual examination of the cannulated screw showed that the device was broken in three parts. It was fractured in the area of the thread and in the shaft area. Fracture on thread area: the fracture planes showed strong plastic deformation. Ductile fractures in form of shear-marks were found in the areas consistently. Fracture on shaft area: signs of fatigue failure could be detected, parallel micro cracks and fatigue striations were visible. The fracture plane proceeded parallel to the surface in the crack initiation area. On the surface, processing structures were detectable circumferentially. Possible causes for the reported event according to dfmea: - breakage of implant, due to insufficient strength of material - breakage of implant, due to insufficient strength of material due to the design - breakage of implant, due to inadequate patient behaviour - fracture of implant due to chemical / galvanic/ crevice corrosion of material - fracture of implant, due to over stressing of the implant. Comparison to investigation results whether it is possible and justification: - not possible: according to the complaint summary an adverse trend due to insufficient strength of material would have been detected - not possible: according to the complaint summary an adverse trend due to inadequate design would have been detected - possible: patient history is not known therefore could not be excluded - not possible as no signs of corrosion visible. - possible fracture shows sign of fatigue fracture in the shaft region. The fracture plane in the thread showed a ductile forces fracture. As the shear-marks proceed in one direction, it could be conclude that this is a bending fracture. Torsion fracture which could have happened while screwing in the screw can be excluded. The fracture surface on the shaft region indicates a fatigue fracture. Inadequate patient behavior, too much weight applied on the implant and poor bone quality are factors which could have contributed to the fracture of the shaft. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Possible causes for the reported event according to dfmea: breakage of implant, due to inadequate pt behavior: possible as pt history was not known, therefore it could not be excluded. Fracture of implant, due to chemical/galvanic/crevice corrosion of material: possible, as product was not returned and could not be analyzed, therefore it could not be excluded. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information received on 07/15/2015. It was reported that the pt was feeling discomfort and pain. After medical examination it was found that one of the implanted screws was broken. The arthrodesis remained in position, it was therefore difficult to estimate the occurence of the breakage. Two x-rays were received. The first image showed the implanted plate-screw system from transversal prospective. The second from sagittal prospective. Both images were dated (B)(6) 2014. On the sagittal picture was clearly visible the broken cannulated screw. A technical investigation was not possible to investigation.